Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed an e216 and b30 scope communication errors. The error messages were displayed when preparing the scope for use for an unspecified diagnostic procedure. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Image noise with b30 error code was confirmed however, the reported e216 was not confirmed, additional issues were identified during the device evaluation: the exera data verification had no data transmission and the insertion tube was crushed near the bending section causing damaged to the charge-coupled device (ccd) which attribute to the image problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error b30 (scope communication) could not be determined from investigation. Error e216 was unconfirmed. Olympus will continue to monitor field performance for this device.